Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21aug2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. It was determined that the unit declared an error 1012 (air valve lift off failure). The fse replaced the unit's blower assembly and the issue was resolved.

Event description:
It was reported that the unit would not power on. There was no patient involvement.

Manufacturer narrative:
G4: 20feb2020 b4: (B)(6). The blower assembly, moog motor was returned for failure analysis. The blower assembly, moog motor revealed no signs of damage or contamination. During testing, it was determined that the a failed hall effect sensor caused the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.